Event description:
Discordant low immulite 2000 estradiol results were generated for one (1) patient. Patient was undergoing hormone therapy for ivf treatment and the neat results did not match the diluted results. The laboratory repeated the samples and the repeat results were reported to the physician. There was no known report of treatment given or withheld based on the discordant estradiol results.

Manufacturer narrative:
A siemens tse (technical service engineer) analyzed the immulite 2000 instrument data. Analysis of the instrument data indicated that the cause for the discordant estradiol results is unknown. The instrument is performing within specifications. No further evaluation of the device is required.